Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user attempting to warm up a dexcom g7 cgm experienced a device freeze that temporarily prevented pairing to the ilet; during the call, the cgm resumed normal operation and pairing issues ceased after troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included user-guided troubleshooting and education to verify function and confirm restoration of cgm operation. Investigation of this case revealed a transient device software or communication interruption consistent with a temporary cgm freeze that self-resolved, with no persistent hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible communication or software anomaly.